Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). The result from the meter was 3.3 inr and the result at the doctor's office within a couple of hours on an unknown roche meter was 2.4 inr or 2.6 inr. There was no allegation of an adverse event. The therapeutic range was 2-3 inr. The customer had no hematocrit issues, no direct thrombin inhibitors, no heparin therapy, no lupus, no antiphospholipid antibodies, no diet changes, no new meds, no new illnesses, no bleeding or bruising. The suspect meter and strips were requested to be returned for investigation. The returned meter and strips were tested with quality control material along with masterlot strips. Testing results: customer's strips: qc 1: 2.4 inr; qc 2: 2.5 inr. Masterlot strips: qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.0 - 3.0 inr). All measurements were without error messages. Retention test strips (lot 294151) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The investigation of the customer material in comparison to retention material and comparable masterlot test strips did not show abnormalities.